Event description:
During a tcar procedure, silkroad gw .014 insertion created a dissection plane. The procedure was converted to a cea given the inability to secure the true lumen.

Manufacturer narrative:
Complaint investigation is underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation is underway and will be attached to this report.

Event description:
During a tcar procedure, silkroad gw .014 insertion created a dissection plane. The procedure was converted to a cea given the inability to secure the true lumen.